Manufacturer narrative:
Correction: the device serial number and associated fields were updated after additional review. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received sufenta 50 mcg/ml at a dose of 26 mcg/day via an implantable pump. It was reported that a motor stall was seen at ¿initial¿ interrogation and according to the logs had occurred on (B)(6) 2017 at 20:00 and was active. As reported the patient¿s symptoms were mild; just more pain. The patient had no symptoms of serious withdrawal. The patient did not recently have a magnetic resonance imaging (MRI) scan and it was confirmed with the hcp that there were no electromagnetic interferences (emi) present. The caller requested the pump off password and stated the pump would be replaced. The pump was expected to be returned for analysis. No further complications were reported/anticipated.

Event description:
Information from an hcp via a representative further indicated that the implant date of the pump was not available. Troubleshooting/diagnostic testing was reported as a pump interrogation with logs performed by the physician. There was no available information pertaining to the any contributing factors that might have led, contributed, or caused the event issue. The pump was explanted on (B)(6) 2017 and was to be returned.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, (B)(4). Found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was identified in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.